Event description:
Pressure occlusion [vascular occlusion]. This spontaneous report from the united states was reported by a non-healthcare professional which was a company representative, and concerns an adult patient of unknown age, gender and ethnicity who experienced the non-serious adverse event of pressure occlusion, coincident with evolysse smooth. Medical history, concomitant medications or allergies were not reported. On an unknown date, the patient was injected with evolysse smooth, and experienced pressure occlusion. At the time of the report, the outcome of the event was unknown. Safety database reference number is (B)(4).